Event description:
Customer reported that she had recently been experiencing high blood glucose levels. Customer stated that her doctor made some changes to the settings in her insulin pump. Review of the insulin pump's alarm history showed that two no delivery alarms were recently returned. Blood glucose level was 147 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.